Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
A right heart catheterization was performed on (B)(6) 2023 to confirm the validity of the pressure sensor readings and perform a heart biopsy. The sensor was not recalibrated. Readings were observed under the manufacturer's patient care network database. Health care professional (hcp) stated that heart transplant was done on (B)(6)2021. Hcp stated that device was dislodged. No confirmation or imaging was provided for the stated dislodgement after multiple attempts. The site is using only symptomology, labs, and rhc data to monitor the patient. Sensor data is not being utilized for patient monitoring by the site.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.